Event description:
It was reported that failure to capture was noted on the patient¿s right ventricular (rv) lead. X-ray was performed and revealed rv lead dislodgement. The physician elected to reposition the rv lead. During repositioning, the helix would not extend back out. The physician elected to explant the rv lead and replace it with a new lead. The patient remained stable.

Manufacturer narrative:
A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.